Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The user found foreign material under the forceps elevator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.